Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation and uterine perforation ("coil had perforated uterus"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("8 ovarian cysts") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On (B)(6) 2016, 1986 days after starting essure, the patient experienced fallopian tube perforation and uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain. On an unknown date, the patient experienced back pain ("severe back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and inflammation ("abdominal region so inflamed that she looked as though she was 9 months pregnant") with abdominal distension. The patient was treated with surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016) and surgery (laparoscopic removal of ovarian cysts in (B)(6) 2012). Essure was withdrawn. At the time of the report, the fallopian tube perforation, uterine perforation, back pain, genital haemorrhage, depression, fatigue, weight fluctuation, ovarian cyst and inflammation outcome was unknown and the dysmenorrhoea outcome was unknown. The reporter considered fallopian tube perforation, uterine perforation, back pain, genital haemorrhage, depression, fatigue, weight fluctuation, ovarian cyst, dysmenorrhoea and inflammation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was everything was fine. In 2014: nuclear magnetic resonance imaging result was cysts. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding (seen as genital bleeding). Approximately 5 years and 6 months after insertion, during essure removal procedure, it was seen that coil had perforated tube and uterus. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the uterine and fallopian tube perforations were diagnosed more than 5 years after insertion; however, it is not possible to determine the exact time point of perforation as plaintiff started suffering from abdominal pain soon after insertion procedure. Given the nature of this event, it was assessed as related to essure use. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated tube"), uterine perforation ("coil had perforated uterus, perforation (uterus)/ left device caused damage to uterus"), device dislocation ("migration of essure device (location of device: left device injury to uterus)"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("8 ovarian cysts") in a 46-year-old female patient who had essure (batch no. 857593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1984, (B)(6) 1986, (B)(6) 1987, (B)(6) 2002), dizzy on (B)(6) 2010, passed out on (B)(6) 2010, nausea on (B)(6) 2010, thyroid disorder, hypothyroidism, weakness on (B)(6) 2010, asthma, fallopian tube cyst on (B)(6) 2012 and multigravida. She denies any gastrointestinal issues with normal bowel movements. Previously administered products included for birth control: iud nos until (B)(6) 2011. Concurrent conditions included body mass index normal, abdominal pain lower, left lower quadrant pain, hot flashes, hashimoto's disease, high cholesterol, allergic rhinitis, chickenpox, helicobacter infection, non-smoker, decreased appetite since (B)(6) 2016, adenomyosis since (B)(6) 2016, nabothian cyst, acute nasal congestion, loss of voice, cough, ovarian cyst, anal pruritus, dermatitis, endometritis, joint pain, leg pain, malaise, rhinitis nos, left lower quadrant pain, constipation, vaginal bleeding, gerd and hyperlipemia. Family history included cardiac disorder (mother, sister), colon cancer (brother), diabetes mellitus (mother), hypertension (father), kidney stones (father) and thyroid disorder (sister). Concomitant products included famotidine for acid reflux (oesophageal), medroxyprogesterone (depo provera) (B)(6) 2011 to (B)(6) 2011 for birth control as well as anaesthetics (anesthesia), cetirizine hydrochloride (zyrtec), ibuprofen (motrin), multivitamins, plain (multi vitamin) and naproxen sodium (aleve). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes (describe: mood swings)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ severe pain during intercourse"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced urinary tract infection ("infection (type: uti)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On 2-dec-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), inflammation ("abdominal region so inflammed that she looked as though she was 9 months pregnant") with abdominal distension, vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("stressed all the time"), pain in extremity ("severe down both legs pain") and breast pain ("severe breasts pain"). The patient was treated with antibiotics, analgesics, levothyroxine sodium (synthroid), duloxetine hydrochloride (cymbalta), oseltamivir (tamiflu), clonazepam, citalopram, surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on 2-dec-2016), surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on 2-dec-2016), surgery (partial hysterectomy with unilateral salpingectomy), surgery (ablation on (B)(6) 2016) and surgery (laparoscopic removal in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, ovarian cyst, inflammation, female sexual dysfunction, urinary tract infection, bladder disorder, dyspareunia, alopecia, migraine, headache, vision blurred, weight increased, vaginal discharge, anxiety, stress, pain in extremity, breast pain and urinary tract disorder outcome was unknown and the dysmenorrhoea and mood swings had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, migraine, mood swings, ovarian cyst, pain in extremity, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded).; in (B)(6) 2011: everything was fine nuclear magnetic resonance imaging - in 2014: cysts on (B)(6) 2012 ultrasound scan was done. On (B)(6) 2016, transabdominal and endovaginal scanning performed. Pelvic u/s performed was suggestive of adenomyosis and showed left ovary contains a 1.7 cm dominant follicle. Uterus: 8.4 x 5.9 x 4.7 cm. Heterogeneous suggestive of adenomyosis. Endometrium: 9 mm thickness with trace fluid bilateral essure devices. Nabothian cysts in the cervix right ovary: 1.9 x 1.7 x 1.1 cm. Left ovary: 2.9 x 2.2 x 1.7 cm and contains a dominant 1.7 cm follicle intact bilateral ovarian color doppler flow. On (B)(6) 2011, she had hysterogram persistent patency of the left fallopian tube. Satisfactory occlusion of the right fallopian tube. Filling defects in the uterine cavity, possibly synechlae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated tube"), uterine perforation ("coil had perforated uterus, perforation (uterus)"), device dislocation ("migration of essure device (location of device: left device injury to uterus)"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("8 ovarian cysts") in a (B)(6) year-old female patient who had essure (batch no. 857593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1984, (B)(6) 1986, (B)(6) 1987, (B)(6) 2002), dizzy on (B)(6) 2010, passed out on (B)(6) 2010, nausea on (B)(6) 2010, thyroid disorder, hypothyroidism, weakness on (B)(6) 2010, asthma, fallopian tube cyst on (B)(6) 2012 and vaginal delivery. Previously administered products included for birth control: iud nos until (B)(6) 2011. Concurrent conditions included body mass index normal, abdominal pain lower, left lower quadrant pain, hot flashes, hashimoto's disease, high cholesterol, allergic rhinitis, chickenpox, helicobacter infection, non-smoker, decreased appetite since (B)(6) 2016, adenomyosis since (B)(6) 2016 and nabothian cyst. Family history included cardiac disorder (mother, sister), colon cancer (brother), diabetes mellitus (mother), hypertension (father), kidney stones (father) and thyroid disorder (sister). Concomitant products included famotidine for acid reflux (oesophageal), medroxyprogesterone (depo provera)(B)(6) 2011 to (B)(6) 2011 for birth control as well as anaesthetics (anesthesia), cetirizine hydrochloride (zyrtec), ibuprofen (motrin), multivitamins, plain (multi vitamin) and naproxen sodium (aleve). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes (describe: mood swings)"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)/ severe pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems (type: blurred vision)") and weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("infection (type: uti)"). On (B)(6) 2016, 5 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), inflammation ("abdominal region so inflammed that she looked as though she was 9 months pregnant") with abdominal distension, vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("stressed all the time"), pain in extremity ("severe down both legs pain") and breast pain ("severe breasts pain"). The patient was treated with antibiotics, analgesics, levothyroxine sodium (synthroid), duloxetine hydrochloride (cymbalta), oseltamivir (tamiflu), clonazepam, citalopram, surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016), surgery (partial hysterectomy with unilateral salpingectomy), surgery (ablation on (B)(6) 2016) and surgery (laparoscopic removal in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, ovarian cyst, inflammation, sexual dysfunction, urinary tract infection, bladder disorder, dyspareunia, alopecia, migraine, headache, vision blurred, weight increased, vaginal discharge, anxiety, stress, pain in extremity and breast pain outcome was unknown and the dysmenorrhoea and mood swings had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, inflammation, migraine, mood swings, ovarian cyst, pain in extremity, sexual dysfunction, stress, urinary tract infection, uterine perforation, vaginal discharge, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded).; in (B)(6) 2011: everything was fine nuclear magnetic resonance imaging - in 2014: cysts on (B)(6) 2012 ultrasound scan was done. On (B)(6) 2016, transabdominal and endovaginal scanning performed. Pelvic u/s performed was suggestive of adenomyosis and showed left ovary contains a 1.7 cm dominant follicle. Uterus: 8.4 x 5.9 x 4.7 cm. Heterogeneous suggestive of adenomyosis. Endometrium: 9 mm thickness with trace fluid bilateral essure devices. Nabothian cysts in the cervix right ovary: 1.9 x 1.7 x 1.1 cm. Left ovary: 2.9 x 2.2 x 1.7 cm and contains a dominant 1.7 cm follicle intact bilateral ovarian color doppler flow. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: new reporters, patient demographic information, product onset date updated, lot no, treatment medications, concomitant medications, historical conditions, concomitant diseases, new events: sexual dysfunction, mood swings, urinary tract infection, device dislocation, bladder disorder, dyspareunia, hair loss, migraines, headaches, vision blurred, weight gain, symptom pelvic pain for the event uterine perforation, vaginal discharge, anxiety, stress, pain in extremity and breast pain added. Outcome for the events mood swings, abdominal pain and dysmenorrhea, added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had perforated tube'), uterine perforation ('coil had perforated uterus, perforation (uterus)/ left device caused damage to uterus'), device dislocation ('migration of essure device (location of device: left device injury to uterus)'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('8 ovarian cysts') in a 46-year-old female patient who had essure (batch no. 857593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube cyst on (B)(6) 2012, dizzy on (B)(6) 2010, passed out on (B)(6) 2010, nausea on (B)(6) 2010, weakness on (B)(6) 2010, multi gravida, parity 4 (B)(6) 1984, (B)(6) 1986, (B)(6) 1987, (B)(6) 2002, thyroid disorder, hypothyroidism, asthma and multigravida. She denies any gastrointestinal issues with normal bowel movements. Previously administered products included for birth control: iud nos until (B)(6) 2011. Concurrent conditions included decreased appetite since (B)(6) 2016, adenomyosis since (B)(6) 2016, body mass index normal, abdominal pain lower, left lower quadrant pain, hot flashes, hashimoto's disease, high cholesterol, allergic rhinitis, chickenpox, helicobacter infection, non-smoker, nabothian cyst, acute nasal congestion, loss of voice, cough, ovarian cyst, anal pruritus, dermatitis, endometritis, joint pain, leg pain, malaise, rhinitis nos, left lower quadrant pain, constipation, vaginal bleeding, gerd and hyperlipemia. Family history included cardiac disorder (mother, sister), colon cancer (brother), diabetes mellitus (mother), hypertension (father), kidney stones (father) and thyroid disorder (sister). Concomitant products included famotidine for acid reflux (oesophageal), medroxyprogesterone acetate (depo provera) (B)(6) 2011 for birth control as well as anesthetics, cetirizine hydrochloride, multivitamins, plain and naproxen sodium (aleve). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes (describe: mood swings)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ severe pain during intercourse"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (type: uti)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"), 2 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), inflammation ("abdominal region so inflamed that she looked as though she was 9 months pregnant") with abdominal distension, vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("stressed all the time"), pain in extremity ("severe down both legs pain") and breast pain ("severe breasts pain"). The patient was treated with analgesics, antibiotics, citalopram, clonazepam, duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), oseltamivir phosphate (tamiflu) and surgery (ablation on (B)(6) 2016, partial hysterectomy with unilateral salpingectomy, laparoscopic removal in (B)(6) 2012 and partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, back pain, fatigue, weight fluctuation, ovarian cyst, inflammation, female sexual dysfunction, bladder disorder, alopecia, migraine, vision blurred, weight increased, vaginal discharge, stress, pain in extremity, breast pain and urinary tract disorder outcome was unknown, the depression, dysmenorrhoea, mood swings, dyspareunia and anxiety had resolved and the urinary tract infection and headache was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, migraine, mood swings, ovarian cyst, pain in extremity, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vision blurred, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: everything was fine; on (B)(6) 2011: results: unilateral occlusion (right tube occluded). Magnetic resonance imaging - in 2014: results: cysts. On (B)(6) 2012 ultrasound scan was done. On (B)(6) 2016, transabdominal and endovaginal scanning performed. Pelvic u/s performed was suggestive of adenomyosis and showed left ovary contains a 1.7 cm dominant follicle. Uterus: 8.4 x 5.9 x 4.7 cm. Heterogeneous suggestive of adenomyosis. Endometrium: 9 mm thickness with trace fluid bilateral essure devices. Nabothian cysts in the cervix right ovary: 1.9 x 1.7 x 1.1 cm. Left ovary: 2.9 x 2.2 x 1.7 cm and contains a dominant 1.7 cm follicle intact bilateral ovarian color doppler flow. On (B)(6) 2011, she had hysterogram persistent patency of the left fallopian tube. Satisfactory occlusion of the right fallopian tube. Filling defects in the uterine cavity, possibly synechlae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil had perforated tube'), uterine perforation ('coil had perforated uterus, perforation (uterus)/ left device caused damage to uterus'), device dislocation ('migration of essure device (location of device: left device injury to uterus)'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('8 ovarian cysts') in a 46-year-old female patient who had essure (batch no. 857593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube cyst on (B)(6) 2012, dizzy on (B)(6) 2010, passed out on (B)(6) 2010, nausea on (B)(6) 2010, weakness on (B)(6) 2010, multi gravida, parity 4 ((B)(6) 1984, (B)(6) 1986, (B)(6) 1987, (B)(6) 2002), thyroid disorder, hypothyroidism, asthma and multigravida. She denies any gastrointestinal issues with normal bowel movements. Previously administered products included for birth control: iud nos until (B)(6) 2011. Concurrent conditions included decreased appetite since (B)(6) 2016, adenomyosis since (B)(6) 2016, body mass index normal, abdominal pain lower, left lower quadrant pain, hot flashes, hashimoto's disease, high cholesterol, allergic rhinitis, chickenpox, helicobacter infection, non-smoker, nabothian cyst, acute nasal congestion, loss of voice, cough, ovarian cyst, anal pruritus, dermatitis, endometritis, joint pain, leg pain, malaise, rhinitis nos, left lower quadrant pain, constipation, vaginal bleeding, gerd and hyperlipemia. Family history included cardiac disorder (mother, sister), colon cancer (brother), diabetes mellitus (mother), hypertension (father), kidney stones (father) and thyroid disorder (sister). Concomitant products included famotidine for acid reflux (oesophageal), medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for birth control as well as anesthetics, cetirizine hydrochloride, multivitamins, plain and naproxen sodium (aleve). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes (describe: mood swings)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ severe pain during intercourse"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (type: uti)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"), 2 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), inflammation ("abdominal region so inflammed that she looked as though she was 9 months pregnant") with abdominal distension, vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("stressed all the time"), pain in extremity ("severe down both legs pain") and breast pain ("severe breasts pain"). The patient was treated with analgesics, antibiotics, citalopram, clonazepam, duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid), oseltamivir phosphate (tamiflu) and surgery (ablation on (B)(6) 2016, partial hysterectomy with unilateral salpingectomy, laparoscopic removal in (B)(6) 2012 and partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, back pain, fatigue, weight fluctuation, ovarian cyst, inflammation, female sexual dysfunction, bladder disorder, alopecia, migraine, vision blurred, weight increased, vaginal discharge, stress, pain in extremity, breast pain and urinary tract disorder outcome was unknown, the depression, dysmenorrhoea, mood swings, dyspareunia and anxiety had resolved and the urinary tract infection and headache was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, migraine, mood swings, ovarian cyst, pain in extremity, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: everything was fine; on (B)(6) 2011: results: unilateral occlusion (right tube occluded).. Magnetic resonance imaging - in 2014: results: cysts. On (B)(6) 2012 ultrasound scan was done. On (B)(6) 2016, transabdominal and endovaginal scanning performed. Pelvic u/s performed was suggestive of adenomyosis and showed left ovary contains a 1.7 cm dominant follicle. Uterus: 8.4 x 5.9 x 4.7 cm. Heterogeneous suggestive of adenomyosis. Endometrium: 9 mm thickness with trace fluid bilateral essure devices. Nabothian cysts in the cervix right ovary: 1.9 x 1.7 x 1.1 cm. Left ovary: 2.9 x 2.2 x 1.7 cm and contains a dominant 1.7 cm follicle intact bilateral ovarian color doppler flow. On (B)(6) 2011, she had hysterogram persistent patency of the left fallopian tube. Satisfactory occlusion of the right fallopian tube. Filling defects in the uterine cavity, possibly synechlae. Most recent follow-up information incorporated above includes: on 8-sep-2020: pfs received. Event outcome were updated: depression , anxiety, dyspareunia, headache , uti. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil had perforated tube"), uterine perforation ("coil had perforated uterus, perforation (uterus)/ left device caused damage to uterus"), device dislocation ("migration of essure device (location of device: left device injury to uterus)"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("8 ovarian cysts") in a 46-year-old female patient who had essure (batch no. 857593) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 ((B)(6) 1984, (B)(6) 1986, (B)(6) 1987, (B)(6) 2002), dizzy on (B)(6) 2010, passed out on (B)(6) 2010, nausea on (B)(6) 2010, thyroid disorder, hypothyroidism, weakness on (B)(6) 2010, asthma, fallopian tube cyst on (B)(6) 2012 and multigravida. She denies any gastrointestinal issues with normal bowel movements. Previously administered products included for birth control: iud nos until (B)(6) 2011. Concurrent conditions included body mass index normal, abdominal pain lower, left lower quadrant pain, hot flashes, hashimoto's disease, high cholesterol, allergic rhinitis, chickenpox, helicobacter infection, non-smoker, decreased appetite since (B)(6) 2016, adenomyosis since (B)(6) 2016, nabothian cyst, acute nasal congestion, loss of voice, cough, ovarian cyst, anal pruritus, dermatitis, endometritis, joint pain, leg pain, malaise, rhinitis nos, left lower quadrant pain, constipation, vaginal bleeding, gerd and hyperlipemia. Family history included cardiac disorder (mother, sister), colon cancer (brother), diabetes mellitus (mother), hypertension (father), kidney stones (father) and thyroid disorder (sister). Concomitant products included famotidine for acid reflux (oesophageal), medroxyprogesterone (depo provera)(B)(6) 2011 to october 2011 for birth control as well as anaesthetics (anesthesia), cetirizine hydrochloride (zyrtec), ibuprofen (motrin), multivitamins, plain (multi vitamin) and naproxen sodium (aleve). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes (describe: mood swings)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ severe pain during intercourse"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced urinary tract infection ("infection (type: uti)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuation"), ovarian cyst (seriousness criterion medically significant), inflammation ("abdominal region so inflammed that she looked as though she was 9 months pregnant") with abdominal distension, vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), stress ("stressed all the time"), pain in extremity ("severe down both legs pain") and breast pain ("severe breasts pain"). The patient was treated with antibiotics, analgesics, levothyroxine sodium (synthroid), duloxetine hydrochloride (cymbalta), oseltamivir (tamiflu), clonazepam, citalopram, surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016), surgery (partial hysterectomy with removal of her tubes, essure coils and uterus on (B)(6) 2016), surgery (partial hysterectomy with unilateral salpingectomy), surgery (ablation on (B)(6) 2016) and surgery (laparoscopic removal in (B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, back pain, depression, fatigue, weight fluctuation, ovarian cyst, inflammation, female sexual dysfunction, urinary tract infection, bladder disorder, dyspareunia, alopecia, migraine, headache, vision blurred, weight increased, vaginal discharge, anxiety, stress, pain in extremity, breast pain and urinary tract disorder outcome was unknown and the dysmenorrhoea and mood swings had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, migraine, mood swings, ovarian cyst, pain in extremity, stress, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vision blurred, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded).; in (B)(6) 2011: everything was fine nuclear magnetic resonance imaging - in 2014: cysts on (B)(6) 2012 ultrasound scan was done. On (B)(6) 2016, transabdominal and endovaginal scanning performed. Pelvic u/s performed was suggestive of adenomyosis and showed left ovary contains a 1.7 cm dominant follicle. Uterus: 8.4 x 5.9 x 4.7 cm. Heterogeneous suggestive of adenomyosis. Endometrium: 9 mm thickness with trace fluid bilateral essure devices. Nabothian cysts in the cervix right ovary: 1.9 x 1.7 x 1.1 cm. Left ovary: 2.9 x 2.2 x 1.7 cm and contains a dominant 1.7 cm follicle intact bilateral ovarian color doppler flow. On (B)(6) 2011, she had hysterogram persistent patency of the left fallopian tube. Satisfactory occlusion of the right fallopian tube. Filling defects in the uterine cavity, possibly synechlae. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-may-2018: reporters added and updated patient demographics. Concomitant disease laboratory data were added. Updated suspect drug inaction. Added events urinary problems or changes. Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy bleeding (seen as genital bleeding). Approximately 5 years and 6 months after insertion, during essure removal procedure, it was seen that coil had perforated tube and uterus. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the uterine and fallopian tube perforations were diagnosed more than 5 years after insertion; however, it is not possible to determine the exact time point of perforation as plaintiff started suffering from abdominal pain soon after insertion procedure. Given the nature of this event, it was assessed as related to essure use. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.